Event description:
Consumer reported complaint for high and erratic blood glucose test results. The customer called concerned with test results from results obtained of 481, 353, 406, 426 and 361 mg/dl. The customer stated her expected am fasting blood glucose test result range is 159-200 mg/dl. Customer stated that she takes her insulin based on her numbers from meter as instructed by her medical treatment plan. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call, a back to back blood test was not performed by the customer. Per customer, the product is stored according to specification in the living room. The test strip lot manufacturer¿s expiration date is 01/22/2027 and per the customer the open vial date is less than a month ago. The meter memory was reviewed for previous test result history: result 1 : 481mg/dl date:(B)(6), time:3:46am fasting , result 2 : 353mg/dl date:(B)(6), time:9:18am fasting, result 3 : 406mg/dl date:(B)(6), time:12:59am fasting , result 4 : 426mg/dl date: (B)(6),time: 12:52am fasting , result 5 : 361mg/dl date:(B)(6) time:1:15pm fasting it was still fasting.

Manufacturer narrative:
Internal report reference number: (B)(4). Meter and test strips were not returned for evaluation. Retention testing was performed using test strips from the same lot. Retention strip lot passed within specifications. Most likely underlying root cause: mlc-018: user has high glucose value. Note: manufacturer made several attempts to contact customer to ensure the replacement products resolved the initial concern - unable to establish contact with customer.

Manufacturer narrative:
Sections with additional information as of 05-mar-2026: d9: device available for evaluation. H3: device evaluated by manufacturer. H6: updated FDA's type of investigation, investigation findings, and investigation conclusions h10: meter and test strips were returned for evaluation. Reported defect not reproduced on returned meter and strip. Most likely underlying root cause: mlc-018: user has high glucose value.